Event description:
It was discovered in the beckman coulter inc. (Bec) warehouse that the caps on the synchron cx c-rp calibrator were not correctly closed and were therefore leaking. No injury or exposure was reported.

Manufacturer narrative:
The bottles were leaking due to loose caps. The bec internal identifier for this event is (B)(4).